Event description:
During an orif distal humerus, the screw threads peeled and broke while being inserted into subchondral bone. An x-ray revealed a 5 millimeter portion of the screw left in the bone. Surgeon is not planning a revision / removal at this time.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Surgeon is not planning to revise / remove. Synthes cannot determine the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.